Event description:
The customer reported to olympus, the evis exera iii video system center switched automatically, and the indicator light flashed. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the front panel switches were not functioning due to a failed printed circuit board and water intrusion. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find the top cover and chassis had poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. During inspection, olympus confirmed the reported event also found the non-reported event, a faulty capacitors and connectors. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the switches could not be controlled because the board malfunctioned due to corrosion caused by fluid. The event can be prevented by following the instructions for use which state: important information ¿ please read before use - keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. - please keep fluid away from the device. Additionally, please take the following action. Bottle for water supply should be fixed in the tank socket of the light source, so it would not fall down. Olympus will continue to monitor field performance for this device.